Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8740-44h standard compression ft screw broke when tightened. The screw broke about 4 mm before the final placement. It was removed, and a new ar-8740-44h standard compression ft screw was implanted. There were no fragments left in the patient. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8740-44h, batch 10271369, was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the device was broken on the proximal end. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the screw during use.